Event description:
"While doing an ent fusion case, a 60 rotatable blade was used. It was noted that the blade was not rotating, it was just moving back and forth. A second blade was opened, and it was also not rotating, upon further review, the lot numbers were the same. A 3rd blade was opened, with a different lot number, and that blade had no issues. The packaging with the products for the 2 blades that were not rotating were given to the charge desk. Rep picking up on [redacted] to send for investigation" manufacturer response for 60 rotatable blade, 60 rotatable blade (per site reporter). Mfg notified by site.